Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: the physician reported to director of clinical support that water is coming from this gap when they squeeze it. The physician is worried about infection control regarding the water. Therefore, we checked the returned unit and confirmed that the air/water nozzle clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water nozzle.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax medical video ultrasound scope model eg38-j10ut, serial number (B)(4). In the event reported, it was stated that water was coming from the gap when they squeeze it. The physician is worried about infection control regarding the water. The event timing is unknown. There was no adverse event reported with this complaint. No additional information was provided. The customer owned endoscope was assigned an RMA but has not been received by pentax medical for evaluation as of 21-oct-2021. This is the first time pentax model eg38-j10ut, serial number (B)(4) has not been previously returned for serviced at a pentax facility since the device was put into service. On 14-oct-2021, a device history record(DHR) review for model eg38-j10ut, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 26-mar-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-mar-2021. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.